Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was experiencing weakness and was unable to walk. It was noted that the patient had covid and pneumonia. The patient¿s cgm was reading 96 mg/dl and the bg meter was reading 55 mg/dl. Ems was called, and they transferred the patient to the ER. Once at the ER, the patient was treated with an ¿IV with sugar¿. At an unspecified time later, the patient¿s cgm was reading 262 mg/dl and the bg meter was reading 329 mg/dl. The patient can not recall when he was discharged from the hospital, however, it is presumed that the patient was hospitalized over 24 hours due to the patient having covid and pneumonia. The patient was in stable condition at the time of dexcom technical support follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.